Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification # (B)(4) was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 242.4010. 8100 sn: (B)(4) customer was having an error code of 242.4010 I explain to the customer that the error code is from the fluid delivery mechanism is turing too quickly. And to correct this problem he would need to replace the ail sensor. The customer said ok that he will replace the ail and the customer stated that if I have any problem I will call you guys back. I also give him the part number for the ail sensor. And the customer ended the call.